Event description:
Customer reported sensor detachment with the adc device. As a result, customer reported experiencing symptoms described as blurred vision, confusion and was unable to self-treat. Customer had contact with a healthcare professional who obtained blood glucose results of 495 mg/dl, 500 mg/dl and provided 15 units of "short acting insulin" as treatment for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported sensor detachment with the adc device. As a result, customer reported experiencing symptoms described as blurred vision, confusion and was unable to self-treat. Customer had contact with a healthcare professional who obtained blood glucose results of 495 mg/dl, 500 mg/dl and provided 15 units of "short acting insulin" as treatment for the diagnosis of hyperglycemia. No further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6)has been returned and investigated. No physical damage was observed on the sensor patch. Adhesive was not returned. Further investigation was unable to perform. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.